Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during removal, the tip of the recanalization catheter detached and remained in the proximal area of the lesion. A subsequent stent graft was deployed and the detached tip was secured to a previous deployed stent. The health care professional determined the detached tip to be harmless. The procedure was completed.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned used. The distal tip was missing from the catheter and was not returned. The distal end of the catheter was jagged. The core wire remaining within the catheter measured from the point of detachment to the strain relief was 140.3cm. The core wire was protruding past the proximal end of the knob assembly. The measured length of the core wire indicates that approximately 2.4cm of the core wire and tip detached. No other anomalies were noted to the catheter. Functional/performance evaluation: functional testing is not applicable. Conclusion:the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the reported event details, the distal tip of the crosser catheter became stuck in the lesion during retraction. The root cause for the distal tip of the crosser catheter becoming stuck in the lesion is unknown. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states:warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use:advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.